Manufacturer narrative:
Additional information: d10, g4, h1 h2, h3, h6 and h10. The reported event of a round, bulbous deployment was noted upon initial deployment. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. While the device met functional specifications when analyzed at abbott, a CAPA was initiated for further investigation.

Manufacturer narrative:
A review of the manufacturing and inspection records indicate the device met the criteria for the absence of the reported bulging defect as required by step 8.4.4 of manufacturing process (B)(4). The device was not returned, and a physical examination of the reported defected could not be completed. There were no additional, reported complaints for occluder devices of the reported lot. The lot number for the successfully implanted device was not reported.

Event description:
During deployment a bulbuls deformation was noted on the 30mm amplatzer pfo occluder. Despite repositioning the device remained deformed. The physician was not comfortable deploying device and retracted device. The device was replaced and the new device was deployed without issue. The patient was stable.